Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿dark red debris¿ was seen on the tip of a bd¿ syringe with bd luer-lok¿ tip. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a photo was provided to bd for evaluation. No related issues in qn/DHR review. Photo showed embedded fm in the syringe collar. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections.